Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a display that becomes completely black during an installation involving an olympus high definition liquid crystal display monitor. There was no patient involvement.